Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the patient was burned. Procedure was completed successfully.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: patient burn. Probable root cause: manufacturing defect (grease application), high friction due to components interaction, surface not smooth, poor/lack of suction, clogged shaver blade preventing fluid suction and cooling. The device manufacture date is not known. (B)(4).

Event description:
It was reported that the patient was burned. Procedure was completed successfully.